Event description:
Pt had blood drawn from left wrist with a butterfly needle. A few months later, pt experienced pain and swelling in wrist. On 1/09, uric acid was elevated. Gout was suspected. Xray of wrist revealed a piece of metal in wrist. Surgically removed and found to be a metal spring with a blue piece attached to it. Pt has spoken with an attorney. This has cost the pt (B) (4) so far.